Event description:
Healthcare professional reported "deflation¿. Healthcare professional later reported ¿double bubble deformity¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ migration: unable to observe since it is a medical event and is not related to the device. As per the investigation procedures creases, particles and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as fold flaw opening. As per the investigation procedures creases, particles and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation¿. This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported, "deflation¿. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. As per the investigation procedures creases, particles and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation¿. This record is for the left side. Device was explanted and replaced.